Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing, packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production or sterilization process of the mentioned lot. One another complaint of this nature has been received on the lot. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Event description:
End user reports an "unknown qty "last 2 or 3 boxes" of recent order, unknown lots" current mu lot with issue is lot# 3c01304 - adhesive on packaging too strong, tearing paper when he opens it." He states "in his recent order he has issue with the catheters packaging - "the adhesion of the paper to the plastic, it is sticking so tightly that the paper tears" when he goes to open it by peeling it back as he usually does. He said every catheter in the box was affected like this in the last order and he has used up a few boxes, "maybe 2 or 3" with the issue that he did not record lot # before just finishing up the mu he was on now that also had the issue. He said he has taken to using scissors to opening the packaging." End user was advised that this can created a potential contamination issue with the catheter. He said he is careful when doing this and with removing the catheter to try and not contaminate it.

Manufacturer narrative:
A2: sex: male. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.